Event description:
During evaluation of a returned spectrum infusion pump, the number 4 key on the keypad was found not working. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the number 4 key on the keypad was found not working. The cause was determined to be a failing keypad, which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.